Event description:
It was reported that the PICC was inserted for "osteomyelitis" and was inserted below the left acf in cephalic. The peripherally inserted central catheter (PICC) was situ for 29 days. The device fractured at the proximal connection. The patient was taken to the "theatre" and the device was removed and a peripheral catheter was inserted. The therapy was completed using the peripheral IV. Medical intervention was not required, and there were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.